Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that quality controls were out of range. The quality controls were run with a frozen adjustor. The customer re-constituted the br-ma adjustors and ran quality controls with fresh adjustor and the results were acceptable. The cause of the patient sample being reported out was related to the qc ranges needing to be properly adjusted.the instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
The operator of an immulite 2000 xpi instrument reported that quality controls (qc) for cancer antigen 15.3 (br-ma) were out of range. The customer had run patient samples while the quality controls were out of range. The customer did not repeat the patient samples and it is unknown if discordant results were generated. The physician(s) have not questioned any patient results. There are no reports of patient intervention or adverse health consequences due to the results being reported while quality controls were out of range.